Event description:
An valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 25.0 cm thoracic aortic dissection. It was reported that a type ib endoleak was discovered. The patient had a distal extension placed on with visceral stenting (celiac, left renal, and sma). Per the physician, the cause of the endoleak was due to the patient anatomy. No additional clinical sequelae were reported and the patient is fine.